Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens has been returned to b+l and is currently being evaluated. Results will be submitted to FDA in a supplemental report.

Event description:
The physician reports performing extracapsular cataract extraction with attempted implantation of the 8a175 intraocular lens. The pt had a dense cataract. After the lens was inserted, the surgeon observed a capsule tear. An anterior vitrectomy was performed and the lens was removed and replaced with an anterior chamber lens. The pt is doing well.